Manufacturer narrative:
Updated fields: b4, d9, e1 (event site address), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Based on the event description, during a procedure for a patient with acute myocardial infarction, the backup catheter trp3546 could not be used because the guidewire would not pass through it. The team replaced it with another catheter of the same type and size, which worked normally and allowed the procedure to be completed successfully. The facility has requested an inspection of the problematic device, so it will be collected and returned. They would like to be informed of the product¿s condition after evaluation. The product was returned with the membrane loosely folded, and blood was observed on exterior of the iab. One kink was found on the extender tubing approximately 72.1cm from the iab tip. The original guidewire was not returned for evaluation. A laboratory guidewire insertion test was able to be performed, and the insertion was successful, and no restriction was felt. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported failure. There was no damage found to the iab device returned for evaluation. The guidewire was not returned for evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a

Event description:
It was reported that the transray plus 35cc had lssue with guidewire, would not pass through the catheter and could not be placed. No harm or injury to the patient was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).